Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been rec'd, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a laparoscopic vaginal hysterectomy procedure on (B)(6) 2011 and suture was used. During the procedure, the needle broke in half. They were able to recover the needle pieces. Another like device was used with no adverse pt consequences.